Event description:
On (B) (6) 2010, patient reported she has been having elevated readings up to 'hi'. Patient stated this began on (B) (6) 2010. Patient's normal blood glucose is 150 mg/dl. Patient reported she contacted her doctor and they put her on injections. Patient reported she stopped wearing the infusion device on and off beginning on (B) (6) 2010. Patient reported on (B) (6) 2010 her blood glucose became elevated in the low 300s mg/dl and she changed her infusion site that night. Patient reported when she woke up on (B) (6) 2010, her blood glucose was in the 500s mg/dl and she had an e4 (occlusion) error. Patient stated she cleared the error by changing the infusion tubing, but her blood glucose continued to go higher. Patient reported on (B) (6) 2010 she did not use the infusion device; she went on injections. Patient stated she got her reading down to 200 mg/dl on (B) (6) 2010 so she put on a new infusion site and tubing on (B) (6) 2010 and "everything" was working. Patient reported her blood glucose began going up to 500 mg/dl, so she went off the infusion device and gave injections just for bolus; was not taking a long acting insulin. Patient stated this morning her reading was 550 something mg/dl and she was wearing the infusion device at the time; she went back to injections. Had patient start a prime; received an e4. Had her remove the infusion tubing and she was able to successfully complete a prime. Patient reported tubing is typically changed with a cartridge "about every week". Patient stated the infusion adapter has never been changed. Advised patient to change accessories. On call back to patient on (B) (6) 2010, patient reported her blood glucose is back to normal. Patient stated she is not sure, but she thinks the cartridges she was using might be expired. Sent adapters, batteries, infusion sets and a guide to infusion site management. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.